Event description:
This is an adverse event recorded on a case report form as part of the (B)(6). The patient has a segment of barrett's esophagus and was treated with focal rfa. Three weeks after a focal rfa, the patient was noted to have an esophageal stricture graded as moderate in severity. It was dilated three times over several months with significant improvement in symptoms. Per the investigator, the severity was moderate, the relationship of the event to the device procedure was definite, and there was no device malfunction.